Event description:
It was reported that while attempting to pair a new sensor to the ilet, the patient unintentionally navigated to the fill tubing screen and pressed and held the button, delivering approximately (B)(4) units of insulin through the infusion set and tubing while connected; the agent instructed the patient to disconnect the tubing from the body and exit the fill tubing screen, and education on monitoring blood glucose was provided. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the issue involved the tubing component with an improper procedure to fill tubing while connected. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error.